Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25mm pfo was selected but not the correct size. The device was replaced with a 30mm amplatzer cribriform occluder, but the left disc deployed in a mushroom shape. The device was replaced with another 30mm cribiform and the procedure was successfully completed. The patient is reported to be discharged.